Event description:
It was reported that after updating the ilet to the newest firmware, a dexcom g7 sensor initially did not connect to the ilet while remaining connected to the dexcom mobile application, and during the call the sensor subsequently connected and glucose readings displayed on the ilet; user education and troubleshooting were performed to resolve a signal loss between the sensor and the ilet. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no alerts or alarms, no medical intervention, and no impact on therapy continuity.

Manufacturer narrative:
Investigation included technical troubleshooting and user guidance to reestablish the sensor-to-pump connection. Investigation of this case revealed restoration of communication with normal operation following troubleshooting. It was concluded that the event was a resolved communication issue without clinical consequences.